Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that during a generator replacement procedure due to normal battery depletion (nbd) the physician attempted to insert the leads into the pacemaker and experienced insertion difficulties. The physician was unable to get the terminal pins on both the right atrial (ra) lead and right ventricular (rv) lead past the distal connect block in the header of the pacemaker. The ra lead also exhibited high out of range pacing impedances measuring greater than 2000 ohms, however, the lead did pass the tug test. The physician was able to obtain impedance measurements within normal limits. Subsequently, fluoroscopy was performed and it was confirmed that the terminal pins on both leads were still not past the distal connect block. Boston scientific technical services (ts) recommended trying a new device. The physician attempted inserting the leads into the new pacemaker and the same observation was observed. Mineral oil was applied to the leads, which didn't resolve the issue. The physician then used an adapter with the ra lead and again was not able to fully insert the lead past the distal connect block. The ra lead also exhibited high out range pacing impedances. The physician decided to return to the first pacemaker and remove the adapter. All measurements were within normal limits, however, the leads weren't past the distal connect block. The implant procedure was completed and this pacemaker system remains in service. No adverse patient effects were reported.